Event description:
Fatigue, headaches, bloating, depression, heavy bleeding, irregular periods. Now at (B)(6) I have to have a hysterectomy. Because of the damage caused to my uterus. Also I have a nickel allergy. That is one reason why my doctors agreed to look into removing the devices. I was not told and or tested for nickel allergy before I was implanted. I was (B)(6) when I got essure implanted. From what I know you aren't allowed to have sterilization before age (B)(6).